Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer¿s blood glucose level rose to the ¿high¿ category, reaching a value that exceeded 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose levels by administering a correction injection manually. Reportedly, the pump was replaced and customer continued to use the pump for insulin therapy.